Event description:
Diffuser lens fell out of light assembly, hitting the dr's head during a procedure, then falling to the ground and breaking into pieces. The dr refused medical attention and it was later determined that no injuries occurred to the dr.